Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
I am reporting an accident involving a pharmacy employee, xxxx. The bd ultra fine syringe (part number: 328325) was delivered without the protective cap, and it ended up pricking the employee. Vcoyne 23june2026: update/additional information from region. I am sharing relevant information regarding case complaint: (B)(4) (intake 009022 / external reference number: (B)(4). 1. Could you tell us when and how this incident occurred (was it an open box or a blister pack)? The person involved is a pharmacy employee, so the incident occurred while the product was being handled at the pharmacy; it was a polybag containing a syringe without a cap. 2. Additionally, has the person sought medical attention? If so, what kind? She does not indicate that she received medical care.